Manufacturer narrative:
Device eval: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. The device was powered up and the screen was blank with a continuous alarm. The investigation determined that the microprocessor board was faulty and was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump alarmed with no message displayed. No adverse effects were reported.